Event description:
Patient was revised to address poly wear of the insert and femoral loosening. A hole wore through the medial side of the tibial insert. Osteolysis was also reported.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not draw any conclusions about the reported event without the products to examine. No evidence was found suggesting product error was a contributing factor, and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.